Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was not received at zoll medical corporation for evaluation; instead, the smart pneumatic module board was returned. The reported problem was confirmed and attributed to the foreign substance found on the compressor flow screen. The compressor flow screen was replaced to remedy the reported problem. The smart pneumatic module board was returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "off set self check failure? 1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.